Manufacturer narrative:
The hill-rom technician found the brake switch arm bent and not making contact to make alarm go off. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake alarm was not going off when the brake was not set. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).